Manufacturer narrative:
Initial implantation details unavailable at the time of this report, this report is submitted on march 30, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced pain with stimulation and subsequently was treated with oral antibiotics (date and duration not reported). The implanted device remains.